Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with the duckbill out of position. One potential cause for the damage found may be the snagging of an instrument during insertion. However, an investigation has been initiated to address the potential root cause of the duckbill out of position issues. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, air leaked from the device. The abdominal air pressure was 8 ml and the flow rate was 10 ml. After the outer seal was removed, the outer seal could no longer be set to the instrument again. Another device was used to complete the case. There were no adverse consequences for the patient.